Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the customer was not hearing sound from the patient information center ix (pic ix).the device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported that the customer was not hearing sound from the patient information center ix (pic ix).the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and confirmed the reported issue. The biomed stated this was a new installation and there was no external speaker. A philips technical consultant (tc) was dispatched for onsite service and verified that the external speaker was not installed. This is considered a service/installation issue. The tc installed the external speaker to resolve the issue. No further investigation or action is warranted at this time.